Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported it was reported that the implantable pulse generator (ipg) and the right ventricular (rv) lead were extracted due to infection. The devices were later replaced with the leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.